Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue of getting invalid cannula message. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted post-evaluation or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a ¿cannula invalid¿ message was displayed when a cannula was installed on universal surgical manipulator (usm3). The customer tried to reseat the cannula and performed a power cycle of the system, but the issue was not resolved. The customer was advised to perform a hard power cycle with emergency power off (epo) but the issue was still there. The procedure was continued without usm3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors and ports were already placed prior to the issue. The procedure was completed robotically with three arms. The procedure was delayed for about 15 minutes for rebooting the system. No additional anesthesia was administered.

Manufacturer narrative:
The universal surgical manipulator (usm3) was analyzed and tested on an in-house system in normal mode and triggered error code 1169. The unit was tested on a second in-house system which also failed for the check cannula test. This was confirmed through logs and replicated in-house. Further investigation checked the cannula for any fluid intrusion or pinched ffc's to be fully connected and no issues found. A test was performed with a golden axes controller spar connector (acsc) printed circuit assembly (pca), and the results confirmed that the acsc pca was defective.

Event description:
Refer to h10/h11 for follow-up information.